Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) distal conductor fractured. Full lead in segments returned for analysis. It was observed the inner tubing was kinked/buckled and the outer tubing overlay was melted.

Event description:
It was reported that the right ventricle lead was t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.